Manufacturer narrative:
Additional information for an investigation was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial result was 37.92 mmol/l. The repeat was 5.01 mmol/l. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 443067. The expiration date was not provided.